Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long. Concurrent conditions included anesthesia procedure. Concomitant products included anaesthetics and ferrous sulfate (iron). On (B)(6) -2011, the patient had essure inserted. On (B)(6) 2013, 1 year 11 months after insertion of essure, the patient experienced flank pain ("flank pain"). On 26-jun-2013, the patient experienced iron deficiency anaemia ("anemia/ iron deficiency anemia") with fatigue. On 26-jul-2013, the patient experienced dizziness ("light-headedness"). On 26-sep-2013, the patient started ortho tri-cyclen at an unspecified dose and frequency. On 11-apr-2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("chronic depression"). On 22-apr-2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("menorrhagia / excessive menstrual bleeding and clotting"), abdominal pain ("abdominal pain"), weight decreased ("weight loss"), migraine ("migraine headaches"), visual impairment ("declining vision (vision changes)"), alopecia ("hair loss"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), hypersensitivity ("medical allergies") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (complete hysterectomy, a bilateral salpingectomy and removal of the essure). Essure was removed on 27-mar-2017. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, abdominal pain, weight decreased, migraine, visual impairment, alopecia, dyspareunia, arthralgia, flank pain, dizziness, iron deficiency anaemia, depression, hypersensitivity and dysmenorrhoea was resolving. The reporter considered abdominal pain, alopecia, arthralgia, depression, dizziness, dysmenorrhoea, dyspareunia, flank pain, hypersensitivity, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, uterine haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: she also reported that the ortho tri-cyclen she had been taking seemed to be making the bleeding and clotting worse. Physician instructed her to continue taking her iron supplements and referred her to a hematologist. On or about 27-mar-2017, plaintiff underwent a bilateral salpingectomy and removal of the essure. Since the essure removal, virtually all of plaintiff's symptomatology has largely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - on an unknown date: removal of the essure on april 11, 2014, plaintiff underwent a physical therapy. Most recent follow-up information incorporated above includes: on 30-apr-2018: information received from legal department. Plaintiff underwent the essure procedure under IV sedation anesthesia.she also reported that the ortho tri-cyclen she had been taking seemed to be making the bleeding and clotting worse. Doctor instructed her to continue taking her iron supplements and referred her to ahematologist. On 16-feb-2017, at consultation to remove the essure device due to continued complaints of pelvic pain, medical allergies, hair loss, vision changes, menorrhagia, and dysmenorrhea. She was also assessed with iron deficiency anemia.on or about 27-mar-2017, plaintiff underwent a bilateral salpingectomy and removal of the essure.since the essure removal, virtually all of plaintiff's symptomatology has largely resolved incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/worsening pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ortho tri-cyclen. Medical conditions: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long. Concurrent conditions included anesthesia procedure. Concomitant products included anesthetics and ferrous sulfate (iron). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced flank pain ("flank pain"), 1 year 11 months after insertion of essure. On (B)(6) 2013, the patient experienced iron deficiency anaemia ("anemia/ iron deficiency anemia") with fatigue. On (B)(6) 2013, the patient experienced dizziness ("light-headedness"). On (B)(6) 2013, the patient started ortho tri-cyclen at an unspecified dose and frequency. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("chronic depression"). On (B)(6) 2014, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). On an unknown date, the patient experienced menorrhagia ("menorrhagia / excessive menstrual bleeding and clotting"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), visual impairment ("declining vision (vision changes)"), alopecia ("hair loss"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), drug hypersensitivity ("medical allergies"), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("auto-immune symptoms") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (complete hysterectomy, a bilateral salpingectomy and removal of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, abdominal pain, weight decreased, migraine, visual impairment, alopecia, dyspareunia, arthralgia, flank pain, dizziness, iron deficiency anaemia, depression, drug hypersensitivity and dysmenorrhoea was resolving and the genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune disorder, depression, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, flank pain, genital haemorrhage, hypersensitivity, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, uterine haemorrhage, visual impairment and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she also reported that the ortho tri-cyclen she had been taking seemed to be making the bleeding and clotting worse. Physician instructed her to continue taking her iron supplements and referred her to a hematologist. On or about (B)(6) 2017, plaintiff underwent a bilateral salpingectomy and removal of the essure. Since the essure removal, virtually all of plaintiff's symptomatology has largely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - on an unknown date: results: removal of the essure. Diagnostic results: on (B)(6) 2014, plaintiff underwent a physical therapy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/worsening pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ortho tri-cyclen. Medical conditions: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long. Concurrent conditions included anesthesia procedure. Concomitant products included anesthetics and ferrous sulfate (iron). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced flank pain ("flank pain"), 1 year 11 months after insertion of essure. On (B)(6) 2013, the patient experienced iron deficiency anaemia ("anemia/ iron deficiency anemia") with fatigue. On (B)(6) 2013, the patient experienced dizziness ("light-headedness"). On (B)(6) 2013, the patient started ortho tri-cyclen at an unspecified dose and frequency. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("chronic depression"). On (B)(6) 2014, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). On an unknown date, the patient experienced menorrhagia ("menorrhagia / excessive menstrual bleeding and clotting"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), visual impairment ("declining vision (vision changes)"), alopecia ("hair loss"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), drug hypersensitivity ("medical allergies"), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("auto-immune symptoms") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (complete hysterectomy, a bilateral salpingectomy and removal of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, abdominal pain, weight decreased, migraine, visual impairment, alopecia, dyspareunia, arthralgia, flank pain, dizziness, iron deficiency anaemia, depression, drug hypersensitivity and dysmenorrhoea was resolving and the genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune disorder, depression, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, flank pain, genital haemorrhage, hypersensitivity, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, uterine haemorrhage, visual impairment and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she also reported that the ortho tri-cyclen she had been taking seemed to be making the bleeding and clotting worse. Physician instructed her to continue taking her iron supplements and referred her to a hematologist. On or about (B)(6) 2017, plaintiff underwent a bilateral salpingectomy and removal of the essure. Since the essure removal, virtually all of plaintiff's symptomatology has largely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - on an unknown date: results: removal of the essure. Diagnostic results: on (B)(6) 2014, plaintiff underwent a physical therapy. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Reporter and indication added. Events worsening abnormal bleeding, auto-immune or hypersensitivity symptoms were added and worsening pain was clubbed with pelvic pain. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long. Concomitant products included anaesthetics and ferrous sulfate (iron). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 11 months after insertion of essure, the patient experienced flank pain ("flank pain"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and anaemia ("anemia"). On (B)(6) 2013, the patient experienced dizziness ("light-headedness"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("chronic depression"). On (B)(6) 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("menorrhagia / excessive menstrual bleeding and clotting"), abdominal pain ("abdominal pain"), weight decreased ("weight loss"), migraine ("migraine headaches"), visual impairment ("declining vision"), alopecia ("hair loss"), dyspareunia ("dyspareunia") and arthralgia ("joint pain"). The patient was treated with cilest (ortho tri-cyclen) and surgery (underwent a complete hysterectomy and removal of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, abdominal pain, weight decreased, migraine, visual impairment, alopecia, dyspareunia, arthralgia, flank pain, fatigue, dizziness, anaemia and depression was resolving. The reporter considered abdominal pain, alopecia, anaemia, arthralgia, depression, dizziness, dyspareunia, fatigue, flank pain, menorrhagia, migraine, pelvic pain, uterine haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: she had no problem with going about her daily life. Plaintiff continue taking her iron supplements and referred her to a hematologist and plaintiffs symptomatology has largely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - on an unknown date: removal of the essure. On (B)(6) 2014, plaintiff underwent a physical therapy. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.